Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode was suspected to have retracted after it was implanted. Technical services (ts) was consulted and reviewed x-ray images. Ts discussed how images were inconclusive and the electrode appearing curved may be due to the angle that the x-ray images were taken from. No changes in the device sensing were noted. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode was suspected to have retracted after it was implanted. Technical services (ts) was consulted and reviewed x-ray images. Ts discussed how images were inconclusive and the electrode appearing curved may be due to the angle that the x-ray images were taken from. No changes in the device sensing were noted. This electrode remains in service. No adverse patient effects were reported.additional information from the field indicates there were no issue with the electrode, with was observed attributed to the angle the x-ray images were taken at. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. This event is no longer reportable since additional information from the field indicates there were no issue with the electrode, with was observed attributed to the angle the x-ray images were taken at.